Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, severe pvl was noted; no intervention was performed. The cause could be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
As reported through partners 2a clinical trial, during a follow up visit approximately 2 years post tavr procedure, severe aortic paravalvular leak (pvl) was noted on the 2 year echo report. Review of serial and medical echoes (medidata, and 2 year echo) revealed moderate pvl and no central regurgitation post procedure (tee), mild pvl and no central at discharge (tte), mild pvl and no central 30 day (tte), mild pvl and no central at 1 year (tte). A 2 year echo revealed severe aortic valve paravalvular regurgitation based on 3 visible jets and the short pressure half time of the aortic regurgitation continuous wave doppler (cwd) signal.